Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination confirmed that the valve was slightly distorted and oval shaped and the right left (rl) commissure was detached. The non-coronary cusp was in the open position where the cusp lies against the outflow rail. The right cusp and left cusp appeared to be in the semi closed position. All leaflets were slightly stiff but flexible. There were no observed tears on the leaflets. Thrombus was found seated in all cusps. The right left commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The non-coronary left commissure (ncl) and non-coronary right commissure (ncr) appeared intact, no dehiscence observed. Remnants of pannus was found on the right left marker and thin layer of pannus noted on different areas of the sewing ring extending to the base stitching on all leaflets and into the inferior coaptation area. Pannus extended from the outflow rails onto the margin of attachments of all cusps as well as the aortic wall and onto the superior coaptive areas of all the commissures. Overall, an unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiology showed there was minimal calcification revealed at the left cusp and on the dehisced area. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an approximately 8 years and 8 months post implant of this mitral bioprosthetic valve, it was explanted and replaced with a non medtronic valve due to increased gradients and stenosis. No additional adverse patient effects were reported.